Event description:
The physician reported that 30 minutes into a breast reconstruction procedure the coag function would not work.

Manufacturer narrative:
At the time of this report the product has not been received for further investigation. Upon receipt of the product an investigation will be performed and a follow-up report will be submitted.